Event description:
It was reported that during a revision of a laparoscopic nissen fundoplication procedure, the cartridge would not fire. It was unknown which firing this occurred or the product code for the stapler. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the tr35b cartridge reload was returned in good conditions. The cartridge was returned with the left side fully fired, right side partially fired 1/3 consistent with an incomplete firing cycle. In addition the cartridge deck was found damaged where the firing stopped. Furthermore the cartridge pan was noted to be partially dislodged and some drivers and cartridge body damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned cartridge could not be tested due to its condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.